Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent open reduction internal fixation (orif) surgery for fracture of tibial diaphysis on tibia with the products in question. In the surgery, after insertion of the nail in question, the reaming rod in question was stuck in the tip when the surgeon tried to pull it out, and the nail was once removed. The nail tip was stuck in the reaming rod and could not be pulled out. After removing the bone fragments and pulling out the reaming rod, the polymer inlay on the distal side was displaced and could not be repaired, so the surgeon decided to replace it with another size (9mm-330mm). The nail length was shortened, but the surgery was completed as there was no problem with fixation. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot a manufacturing record evaluation was performed for the finished device product code: 04.043.135s lot number: 436p967 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 18 nov 2021 manufacturing site: jabil bettlach expiry date: 01 oct 2031 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.